Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall and a loss of their therapy. It was not known if the fall was related to the dbs device. High impedance readings were discovered on the left-sided lead. Therefore, the patient underwent a revision procedure during which it was discovered that the lead extension was physically fractured at the implantable pulse generator (ipg) port site. Thus, the lead extension was explanted and replaced. Impedance readings were resolved postoperatively and the patient is receiving therapy again.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date block d2b: additional pro code selection that applies to the indication of this device nhl.